Event description:
It was reported that during ablation of a paroxysmal supraventricular tachycardia (wpw-a type) procedure, upon connecting the catheter, there was signal noise at the electrical potentials. Ablation was attempted although the issue was left, but the waveforms of the electrical potentials did not show variation at all. Upon further follow-up it was unknown if the signals noise was confirmed to on all channels, including the 12 leads of body surface ECG's and all intracardial (ic) recordings on both carto 3 and ep recording systems simultaneously. The physician was unable to interpret the signals. The user proceeded by changing to a new catheter. No patient consequence was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) it was reported that during ablation of a paroxysmal supraventricular tachycardia (wpw-a type) procedure, upon connecting the catheter, there was signal noise at the electrical potentials. Ablation was attempted although the issue was left, but the waveforms of the electrical potentials did not show variation at all. Upon further follow-up it was unknown if the signals noise was confirmed to on all channels, including the 12 leads of body surface ECG¿s and all intracardial (ic) recordings on both carto 3 and ep recording systems simultaneously. The physician was unable to interpret the signals. The user proceeded by changing to a new catheter. No patient consequence was reported. Upon receipt, the device was visually inspected and it was found in normal conditions. The catheter was electrically tested and it passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.